Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was shuts down during calibration. There was no harm or injury reported. The ventilator was evaluated by the field service engineer and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was shuts down during calibration. There was no harm or injury reported. The ventilator was evaluated by the field service engineer and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.

Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator was shuts down during calibration. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.